Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during routine inspection the error message "stop_inp" was displayed on the rotaflow console. No patient was involved. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure. The rotaflow control board pcba (printed circuit board assembly) kit (article number 701034051) has been replaced. The device passed all functional and safety tests according to the specifications. A similar complaint was investigated for the reported failure "stop-inp" in getinge life-cycle-engineering (lce), and the reported failure was caused most probably by a defective microcontroller ic23 on the rf control board pcba kit. The cause of this damage could be a statistical (random) failure or a defect that worsens when heated up. Based on these investigation results the reported failure "stop-inp" could be confirmed. The review of the non-conformities was performed on 2024-04-16 and during the period of 2022-03-11 to 2024-04-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2022-03-11. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that during routine inspection the error message "stop_inp" was displayed on the rotaflow console. It is suspected that the rf control board pcba kit circuit board is defective. No patient was involved. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.